Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported through the tgr 2302aa study and the imedidata database: on (B)(6) 2025, the patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis and multiple vbx devices in the external iliac arteries. The procedure was a success and no endoleaks were observed at the conclusion of the procedure. On (B)(6) 2026 a CT scan was performed which identified a type iii endoleak. Separation of the trunk-ipsi and the vbx on the left side was identified. The event is ongoing. On (B)(6) 2026 a reintervention was performed and an 11mm x 79mm vbx device was placed to treat the type iii endoleak.